Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 cases of bd insyte¿ autoguard¿ bc shielded IV catheter needle retraction was slow. The following information was provided by the initial reporter: the needle either retracts on its own suddenly without us pushing the button, or when we push the button the needle does not retract at all.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-aug-2022. H6: investigation summary: bd received (B)(6) sealed 22 gauge insyte autoguard blood control units from lot 2103867 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible defects to the units. Next, a random sampling of (B)(6) units was selected for testing. A needle retraction test was performed on the selected units. All tested units retracted successfully and only retracted when the push-button was depressed. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects could be identified a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 4 cases of bd insyte¿ autoguard¿ bc shielded IV catheter needle retraction was slow. The following information was provided by the initial reporter: the needle either retracts on its own suddenly without us pushing the button, or when we push the button the needle does not retract at all.